Event description:
On (B)(6) 2010, patient reported one time she had an occlusion. Patient stated when she removed the headset, the cannula was kinked. Patient reported she changed the headset and has not had the issue since. Patient stated the infusion adapter has never been changed. Advised it needed to be changed every 10th cartridge change. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.